Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating as intended due to a fluid leak in both cylinders. The ipp was explanted and replaced. There was no patient complications reported.